Manufacturer narrative:
Concomitant products: product: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance and threshold of the right ventricular (rv) lead had increased since the last device check. The rv lead remains in use. No patient complications have been reported as a result of this event.